Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -6.65% during testing. There was no patient involvement.

Manufacturer narrative:
One cadd legacy 1 pump was returned for evaluation of failed accuracy testing. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Three separate delivery accuracy testes were performed to investigate the reported issue. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No actions for the issue.